Manufacturer narrative:
(B)(4): initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
The valve has been lost. The emergency slide clamp was used and the valve was changed.

Manufacturer narrative:
No sample was provided for evaluation. Customer sent photograph of sample. However, it is difficult to evaluate through the photograph as the valve components are not shown. The failure mode (disconnected) could not be confirmed and without a sample the device could not be evaluated to find a potential root cause. A device history review also could not be completed as no batch number was provided. Since lot information is unknown, the investigation was not able to identify any possible contributing factors at the manufacturing site. The valves are 100% inspected to ensure functionality. Without lot information the investigation was unable to confirm a root cause. Since a root cause could not be confirmed, the investigation was not able to identify any corrective or preventive actions for this complaint. The complaint will be added to the complaint management process and will be tracked and trended for future occurrences. H3 other text : see narrative.

Event description:
The valve has been lost. The emergency slide clamp was used and the valve was changed.